Event description:
This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). The customer alleged a manufacturer hill-rom stretcher, serial number unknown with reduced brake force.